Event description:
The suspect meter exhibited variation in test results when compared with another meter and the lab. The following results were reported: 10/05 testing: inratio, coaguchek respectively: 6.0, 4.8 and 5.9, 4.8. 10/05 testing: inratio, lab: 5.8, 4.1. 10/05 testing: inratio, lab: 3.6, 2.5 and 3.6, 2.1 (different lab). In ratio 7.1, lab results pending. Further eval to be performed.